Event description:
Dr using electrocautery pencil on pt, he noticed a spark at the tip of cautery pencil and noted the small red area next to the area being cauterized (skin burn). Skin area affected is less than 5mm in size. Cautery pencil was changed to new one and it functioned without problem. Dr was performing breast augmentation procedure.